Event description:
It was reported that during a laparoscopic donor nephrectomy procedure, the devices filled with blood and fluid and caused very low visibility. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 03/27/2009. Information anticipated, but unavailable at this time.